Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.